Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1018715, test base part number 190-430 / lot: 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal and throat swabs with qiastat and allplex seegene pcr generated negative results; CT values not provided. The customer stated the patient was not symptomatic, did not have close contact with anyone with covid-19, or history travelling to the red zone area. The customer reported the patient was at the hospital for knee pain and was transferred to the covid-19 isolation ward until rt-pcr results were obtained. The customer confirmed there was no patient harm due to the test results but the patient's knee surgery was delayed 24 to 36 hours due to the test results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.